Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by diarrhea, abdominal pain, a fever, and cloudy effluent. On the same date as onset, the patient was hospitalized for the event and began treatment with cefazolin (1000mg, once a day for three days, route not reported) and na-heparin (500 iu/l, for eleven days; route and frequency not reported). Upon discontinuation of cefazolin, the patient began treatment with vancocyn (1000mg, once a day; route and duration not reported). Three days later, the patient began treatment with gentamycin (40mg, once a day; route not reported) for the peritonitis. The next day, the patient received another vancocyn treatment (1000mg, once a day, route not reported). The following day, the patient received another treatment of gentamycin (40mg, once a day, route not reported). The patient continued receiving gentamycin treatments for the next three days. The day after the last gentamycin treatment, the patient received another vancocyn treatment (1000mg, once a day, route not reported). Fifteen days after admission, the patient was discharged from the hospital and reported to have recovered from the peritonitis. Dianeal and extraneal therapies were discontinued and the patient was transferred to hemodialysis. Additional information is not available at this time.